Event description:
Voluntary medwatch received states that the lead was capped due to infection. No patient consequences was reported.

Manufacturer narrative:
The sterilization records could not be reviewed as the serial number and lot number were unknown.